Event description:
It was reported that one of the clearlink y-type catheter extension sets female luer hubs split, causing the solution to leak out of the device. It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device evaluation could not be completed.